Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical portex® blue line ultra® tracheostomy tube was placed into the patient's airway; ventilation was unable to be performed. The tracheostomy (trach) was removed. During attempted trach placement, tracheal aspiration was performed but the catheter became stuck in the airway; inability to advance trach forward into airway. It was noted that trying to place together made outside diameter too large and would not fit in airway. There was no reported adverse effects.